Event description:
Patient underwent second l thr revision on (B)(6) 2025 due to metallosis. Components revised in the second revision - primary stem and femoral head from the first revision. All components revised with another manufacturer's femoral components. C25-091.